Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2009. It was reported that the patient is feeling stimulation but only partially covering his pain. Just a few weeks ago, he felt a strong jolt holding a cash register scanner that had exposed wires. He also stated it takes him longer to charge. He also lost some weight. Attempts to follow up with the patient have been unsuccessful. A spacer lit was sent to the patient. No further information is available at this time.